Event description:
Customer claims there was a crack in the barrel causing the medication to leak out.

Manufacturer narrative:
No samples available for investigation. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at consistent low level (0.030/mm) in relation to the total volume of syringes produced.